Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he has just completed the above indicated revision knee. He mentioned that the primary knee had been done a couple of years prior. He said that the components were loose and there was an unusual amount of osteolysis.

Manufacturer narrative:
The device was not returned for evaluation an event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion : the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The surgeon reported that he has just completed the above indicated revision knee. He mentioned that the primary knee had been done a couple of years prior. He said that the components were loose and there was an unusual amount of osteolysis.